Event description:
It was reported by a customer that on (B)(6) 2011, the fiber aiming beam fired straight from the fiber at 186, 376 joules. Per the customer, the aiming beam was red. Add'l info reported by the customer was prior to use outside the pt the beam was tested and was visible. During the procedure, there were no error codes that were displayed on the console when the event occurred. There was no injury to the user from the use of this system. No pt injury was reported.